Event description:
It was reported that the bd phaseal¿ protector (p14) needle bends during and after piercing causing leakage. The following information was provided by the initial reporter: verbatim: the needle of the protector bends during/after piercing the septum --leaking

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes, d10: returned to manufacturer on: 26-jun-2023 h6: investigation summary three protectors assembled onto a vial were provided to our quality team for investigation. Through visual inspection it was observed the protectors were not properly assembled onto the vial, the needles was noted to be crooked and pierced the vial off center. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical . The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector (p14) needle bends during and after piercing causing leakage. The following information was provided by the initial reporter: verbatim: the needle of the protector bends during/after piercing the septum: leaking.